Event description:
It was reported that pump generated repeated cartridge alarms, including cartridge alarm 20, with consecutive cartridges while pump was in use. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support arranged shipment of replacement pump.